Event description:
It was reported that the patient was slammed against a car door during a fight at a football game friday night. The implantable neurostimulator (ins) shocked her ¿real bad¿ at the incision site and tailbone. The implant site was swollen and tender to the touch. The patient went to the ER and the physicians there instructed the patient to see her managing physician. The patient turned the ins off, but could hardly use the rest room now. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v768769, implanted: 2011 (B)(6); product type lead. (B)(4).